Manufacturer narrative:
The suspect medical device (ie. Flexible reamer) is not a depuy orthopaedics, inc. Product as initially reported. This was reported in error. The suspect medical device is a product of depuy ace medical company. The baseline report associated with this medwatch form dated 4/1/97, is void and will not be updated.

Event description:
Complainant claims the reamer became lodged in the femur and broke during surgery. Surgery was delayed approx 10-15 minutes because of this event while the reamer was removed manually from the femur.